Event description:
The lens failed to eject and patient was waiting and needed a new lens replacement. Another lens was used to replace the non-working lens ejector system. It did not work either so surgeons decided to go with a different brand. Product had patient contact but no patient harm. Manufacturer response for technis preloaded delivery system, (brand not provided) (per site reporter): product to be returned to the manufacturer for evaluation.